Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated pacing capture threshold in the right ventricle was elevated. Concomitant medical product: 2088tc lead; implanted: (B)(6)2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac re-synchronization therapy defibrillator (crt-d) exhibited early battery depletion. It was additionally noted that the right ventricular (rv) lead exhibited chronically high thresholds. The device and lead remain in use. No patient complications have been reported as a result of this event.